Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) states a complete seal is indicated when resistance is felt and hemostasis is achieved. As a guide, in most cases a black compaction marker will be revealed. Once hemostasis is achieved, do not tamp to intentionally go beyond the distal end of the black compaction marker in order to prevent anchor deformation and/or collagen tearing. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.

Event description:
The info provided to sjm indicated a 6f angio-seal sts plus was selected and deployed successfully following a procedure accessed via the right femoral artery. It was reported that the tamper tube was pushed past the black compaction marker during deployment. Two days post-deployment, while still in the hospital, the pt began bleeding from the deployment site after feeling a pop while using the restroom. Manual compression was applied to achieve hemostasis. Hospitalization was extended due to the event; there were no further complications.